Manufacturer narrative:
(B)(4).

Event description:
It was reported that an issue causing the transmitter to stop working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failure due to low transmitter battery voltage. The reported event of an unknown issue causing the transmitter to stop working is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.